Event description:
4 yr old female with medical history of tetrology of fallot, double-outlet right ventricle; single coronary artery s/p blalock-taussig shunt underwent tetrology of fallot repair using 13mm pulmonary homograft on 12/9/93. Three years later pt required explant due to homograft stenosis. Op report notes "this was previously implanted 13mm conduit which now would accept a loose 8mm dilator. Thus, the valve ring had circumferentially scarred down to 8.5mm." Valve was replaced with 19mm homograft. Site did not assess relationship of explant to homograft.